Event description:
It was reported that during a percutaneous transluminal coronary angioplasty (ptca) procedure, a balloon rupture occurred. The target lesion was located in the moderately calcified mid left anterior descending (lad) artery. The lesion was 70-80% tubular and located at a bifurcation with a 45 degree angle. The distal portion of the lesion was predilated with the 2.5x15mm apex balloon at nominal pressure. The apex was repositioned to dilate the proximal portion. After 5 seconds, at less than 6 atmospheres into the first inflation at this position, the balloon ruptured. Without further predilatation, the physician deployed a long 3.0mm unspecified stent without difficulty. To complete the procedure, the stent was post-dilated and the kissing balloon technique was performed in the diagonal. There were no pt complications and the pt's current condition is listed as "stable".

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.